Event description:
Richard wolf medical instruments corporation (rwmic) sales rep reported there was no light during first use during a procedure. After rwmic investigated complaint, it was later discovered the procedure was stopped and pt sent home therefore delaying completion of procedure. No injuries to pt or staff were reported.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on (B)(4) 2014. Device history: sold on (B)(6) 2013. No record of any repairs or routine maintenance of device. Distal end illumination fibers melted due to overheating and hole found in distal hose about 1/2" from tip. No light due to melted fibers. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions. Richard wolf considers this matter closed. However, in the event we receive add'l info, we will provide FDA with f/u info.